Event description:
It was reported that suspected externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The decision of whether or not to change the lead will be made after the patient comes in for dft testing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.